Manufacturer narrative:
The reported events of premature batter depletion and failure to interrogate were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, depleting the battery prematurely. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported the patient presented in the clinic. Upon interrogation, the patient's pacemaker had no response. The patient's device was explanted and replaced. The patient was stable throughout the procedure.

Event description:
New information received notes the elective replacement indicator or end of life (eri/eol) was reached before the expected date. The device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.